Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The difficult to remove the closure device could not be replicated in a testing environment. The reported wing retraction problem was confirmed. The reported sheath detachment was not confirmed. The reported difficulties, patient effect and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after an embolization procedure. Reportedly, after deployment, the starclose se device was stuck in the patient anatomy. The inner metal rod was stuck to the "star"; therefore, during removal it came out of the plastic handle, once the "star" was released by the emergency mechanism, the "star" stayed in the body but the metal rod was removed. The clip of the starclose se device achieved hemostasis. The patient experienced pain and longer monitoring. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. It is reported that the physician is trained in the use of the starclose se device. No additional information was provided.